Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited oversensing of noise and a low out-of-range rv pacing impedance measurement less than 200 ohms, resulting in a signal artifact monitoring (sam) episode, and deactivation of the minute ventilation (mv) feature. Review of stored device data noted no subsequent noise or out-of-range impedance measurements following this episode; however, low rv intrinsic amplitude measurements and variable rv threshold measurements were observed approximately 3 months following the sam episode. The physician noted that the patient was now in permanent atrial fibrillation (af) with ventricular pacing at 70 beats per minute (bpm) and no rate response. Technical services (ts) explained the patient had been paced at 70bpm since the time of the sam episode as the accelerometer was programmed to passive. Ts further discussed if the accelerometer is clinically appropriate for this patient, and was to be enabled, this would continue to provide rate responsive pacing in the event of a future disabled mv sensor. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.